Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received five closed samples one open and used sample with the needle bent. Checked the open sample received and there are several needle-holder marks on the needle body and also on the tip, due to the manipulation during the use. The needle tip area is a weak part of the needle. As indicated in note/precautionary measures from the instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking". The needles of the closed samples received were tested for bending strength and the results fulfills the OEM specifications. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (b)(\6). Needle bent.